Manufacturer narrative:
Device will not be returned. It was kept by hospital. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported that, "prongs from lag screw inserter sheared off. Rep was looking over films and noticed that debris could still be in patient."